Event description:
The customer reported therapeutic drug monitoring (tdm) qc (quality control) was out of the assay's established range for several assays involving the unicel dxc 800 synchron system. The customer performed maintenance to troubleshoot the qc issue and completed calibration and qc on the instrument with passing results when liquid was discovered under reagent probes a and b. The customer has a biomedical engineer on staff and service was not dispatched for this event. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer's biomedical engineer replaced the a/b valve and the t-valve to resolve the leaking reagent probes. Failure mode is unknown as multiple parts were replaced by the customer's biomedical engineer.

Manufacturer narrative:
Device was evaluated by the customer's biomedical engineer and multiple valves were replaced to resolve the issue. (B)(4).